Event description:
The device was not functioning appropriately, causing the liver to hemorrhage. This prompted the surgeon to go from laparoscopic to an open procedure. Op note includes all devices used up until the procedure was converted to open: an epidural catheter was inserted by the anesthesia team followed by induction of general endotracheal anesthesia, appropriate arterial and venous lines were placed by the anesthesia team. Care was taken to pad all pressure points and avoid any potential traction injuries from positioning. The urinary bladder was catheterized. Sequential compression boots and temperature management system were used. The chest, abdomen, and upper thighs were sterilely prepped and draped.   Incision was made in the periumbilical area and a 12 mm trocar was inserted. The peritoneum was insufflated to 12 mmhg, and the laparoscopic inspection of the peritoneum was performed. An incision was made to a length of about 8 cm from mid-clavicular line to right anterior axillary line, centered at the tip of the 12th rib. The incision was taken down to subcutaneous tissue using electrocautery. The peritoneum was entered, and a ring port was inserted and sequentially folded to skin level. The gel pad was applied, followed by insertion of additional 12 mm trocar, about 2 finger breadths below the xiphoid, and 4 finger breadths below xiphoid in the midline.   Then, the right lobe of liver was mobilized by dividing right triangular ligament, right coronary ligament, and peritoneal reflection over right aspect of ivc. The ligasure device, harmonic scalpel was used to mobilize the suspensory ligaments of liver. The short hepatics were divided with ligasure device all the way up to 3 o'clock position on the inferior vena cava. A plane of dissection was identified between right and middle hepatic veins. The right hepatic vein was encircled with a silastic tube (jp drain).   Next, attention was turned to hilar dissection. A cholecystectomy was performed in retrograde fashion. Plane of dissection was kept to the right of the hepatoduodenal ligament. The right hepatic artery was identified and dissected off of the ligament, and encircled with a vessel loop. The right portal vein was dissected very high on the hilar plane and encircled with a vessel loop. Two caudate branches of the right portal vein were taken down with ligasure device. The right hepatic artery and right portal vein were temporarily clamped with a soft bulldog clamp. The patient was given 5 cc of icg 5, with near infrared camera system the right lobe was demarcated, and the plane of inflow occlusion was marked with electrocautery along the line of demarcation between right and left lobe of liver. The clamps were removed and we started parenchymal transection. Using harmonic scalpel, ligasure, electrocautery, and ultrasonic surgical aspirator, the parenchymal transection was performed. Hemostasis was achieved with use of bipolar sealers device and electrocautery as needed. I should mention when hilar plate came into view I passed the clamp over hilar plate and brought the silastic tube over an anterior to hilar plate and used that for hanging maneuver. The silastic tube was brought out at xiphoid level and to the handport. The parenchymal transection was challenging in the sense that the anesthesia team had a hard time to bring down the central venous pressure (cvp). Despite all measures (nitroglycerin, lasix, etc.) The patient's cvp remained elevated. In addition the ultrasonic surgical aspirator machine did not perform optimally. At times the bleeding was brisk, a transesophageal echo was performed which was fairly normal findings with no evidence for pe. At this point we decided to convert the procedure to open.